Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical instrument was leaking from the reagent probes, failing calibration for salicylate, and was experiencing issues with quality control (qc). Upon troubleshooting with a bec hotline support specialist, the customer found a loose reagent syringe. The customer indicated that daily startup maintenance was performed prior to the discovery of the leaking reagent probes. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer resolved the issue by tightening the reagent syringe. The customer indicated that the daily startup maintenance performance did not involve the reagent syringe and is unaware how the syringe became loose. Service was not dispatched for this event since the customer corrected the issue. The failure mode was related to a loose reagent syringe. (B)(4).